Manufacturer narrative:
The report of high impedance was not confirmed. Analysis of the returned extension found it passed continuity, output resistance, and impedance testing. The terminal end of the extension had multiple sets of setscrew engagement marks that were not properly located indicating that the lead extension was not properly inserted and secured in the ipg header. This would have caused the impedance issue reported from the field. There were also setscrew engagement marks that were properly located indicating that at one time the extension was properly inserted and secured in the ipg header. It was also noted that the nitinol on the terminal end of the extension was broken as was reported in the event details. Once the nitinol breaks, proper insertion of the lead extension into the ipg header is very difficult. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which extension was exhibiting high impedances, so both are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-30849. It was reported that the patient's extension was exhibiting high impedances during the implant procedure. As a result, the extension was replaced, resolving the issue.